Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker had reached elective replacement indicator (eri). Moreover, the health care professional (hcp) noted that the battery screen showed a yellow stated indicating that the pacemaker was using a stat pace parameters. Boston scientific technical services (ts) then discussed ninety day timer in which the ts advised changeout since pacemaker was closed to end of ninety day timer. Ts then discussed regarding stat pacing. This pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the result showed that during analysis it was noted that the real time clock lost two days of time due to resets that occurred post explant in which it accounts for the lost time noted that device was at end of life (eol) on the day of explant. Moreover, manual electrical measurements showed normal pacing and sensing functions. Further, allegation was not confirmed.

Event description:
A supplemental report is being filed as a additional information is received indicating that upon review of memory during analysis, it was noted that the real time clock lost two days of time due to resets that occurred post explant in which it accounts for the lost time noted that device was at end of life (eol) on the day of explant. Moreover, manual electrical measurements showed normal pacing and sensing functions. Further, allegation was not confirmed. There is no change in MDR decision as per trend received. No additional adverse patient effects were reported.